Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient developed a rash at the continuous glucose monitor sensor insertion site. The patient reportedly went to a healthcare provider (hcp) on (B)(6) 2016 to seek treatment; the hcp recommended an over-the-counter hydrocortisone cream treatment and to keep the area clean and dry. No blood glucose excursions were reported. This complaint is being reported because the health issue involved hcp intervention and was attributed to a device issue.